Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that prior to an unspecified procedure, the tip of the performer introducer was noted to be melted flat, with no opening. As a result, another device was used for the procedure. Device evaluation identified /clarified there was nick type damage and flattening at the dilator tip.